Event description:
Spiros filter line was leaking at the sprios cap. Brand new line. Lot number could be 4949284 or 4461396 for this event. This is a recurring event at this facility. The manufacturer has been notified but the problem continues. Multiple lots are involved. Patients, staff, and anyone present near the patient such as family members are potentially exposed to hazardous materials such as chemo agents when this type of event occurs.

Event description:
Spiros filter line was leaking at the sprios cap. Brand new line. Lot number could be 4949284 or 4461396 for this event. This is a recurring event at this facility. The manufacturer has been notified but the problem continues. Multiple lots are involved. Patients, staff, and anyone present near the patient such as family members are potentially exposed to hazardous materials such as chemo agents when this type of event occurs.

Event description:
Spiros filter line was leaking at the sprios cap. Brand new line. Lot number could be 4949284 or 4461396 for this event. This is a recurring event at this facility. The manufacturer has been notified but the problem continues. Multiple lots are involved. Patients, staff, and anyone present near the patient such as family members are potentially exposed to hazardous materials such as chemo agents when this type of event occurs.